Manufacturer narrative:
(B)(4). The analysis results found that one tr45w reload was received in good visual condition and partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No further functional test could be performed due to the condition of the reload.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # m52839. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an open lobectomy procedure, the device performed four proper firings. The device was used to anastomose the pulmonary vein with the white reload on its fifth firing. It was reported that on the fifth firing, the firing trigger could not be compressed down anymore after compressed by a half of the firing distance. The knife of the device came out and forwarded for 1 centimeter. The several proximal staples were deployed. But the device has not cut the tissue and the staples were not deployed on the tissue. For the sake of the pulmonary vein, the device was removed from the tissue. Another like reload was used to complete the procedure. The surgeon reported that on the following 3 firings, the surgeon felt it not so smooth to fire the device. But on the following 3 firings, the cut lines and the staple lines were good. There were no adverse consequences for the patient reported.